Event description:
Related manufacturer report numbers: 2017865-2023-04366, 2017865-2023-08894 it was reported that noise resulting in oversensing was observed on the atrial and right ventricular channels. Abbott technical support was reviewed the event and alleged the event was related to the atrial and right ventricular leads. However, the physician alleged the event was related to the device as it is subject to the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that lead insulation damage was suspected to be the cause of the event.